Event description:
This is a report of a patient who experienced a leak in the tubing of their transfer set while performing peritoneal dialysis (pd) therapy (details not provided). There was patient involvement; however there was no patient injury, medical intervention, or adverse reaction indicated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable minicap transfer sets was identified. The sample was returned and an evaluation was performed. During visual inspection of the device it was noted that the occluder feet were broken and the main body of the transfer set was cracked. The patient adapter was also observed to be discolored. Leak testing and clear passage testing was performed with no issues noted. The reported event was confirmed via visual inspection of the device. Should additional relevant information become available, a follow-up report will be submitted.